Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, (as previously reported) the incident likely occurred due the following mechanism: the seal and cut output was performed with the gripper closed without gripping the tissue (including after the tissue was cut), causing the tissue pad to wear. Since the tissue pad was worn, non-insulated area of the grasping section and the distal end of the probe came into contact. The output was activated in seal & cut mode in state of description stated above. Therefore, scratches (contact marks) were made on the probe and the grasping section, indicating that they encountered each other. The device was activated in seal &cut mode or while the grasping section was grasping tissue. This applied a force to the scratched area of the grasping section, causing this area to have cracks. Also, an error occurred. A force was applied to the probe causing it to break. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ this supplemental report includes a correction to d4 from the initial medwatch. Also, information has been added to h4. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: local independent administrative agency (B)(6) hospital. The suspect device referenced in this report was returned to olympus for evaluation. The probe was broken 12 mm from the tip. There was a scratch around the break of the probe. Upon observing the fracture surface of the probe, it was noted that the crack developed from the scratch. The tissue pads were worn out, and there was also a mark of contact with the rear end of the probe on the non-insulated part. Based on the analysis results of the actual product and the results of past surveys, olympus inferred that the phenomenon occurred by the following mechanism: 1. At the time of seal-and-cut output, the tissue pad was worn out because there was no grip between the gripping part and the probe (including after the tissue was broken). 2. Due to the wear of the tissue pad, the probe came into contact with the non-insulated part. 3. Scratches occurred because the output was performed while the probe was in contact with the non-insulated part of the gripping part. 4. Seal-and-cut and tissue-gripping loads are applied to the probe, causing cracks to occur starting from scratches. Also, an error occurred. 5. The probe was loaded and broke. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that an hour-and-a-half after the start of an unspecified therapeutic procedure, an error message indicating probe damage occurred while using the thunderbeat probe. The device continued to be used and the tip of the probe broke. All fragments were recovered from the patient's body using forceps. The procedure was completed with a similar device with a 5-minute delay to remove the fragments. There was no additional anesthesia required and no additional testing on the debris after recovery was conducted. There was no harm or user injury reported due to the event. The device was set to seal & cut 1 and seal 3 with intelligent tissue monitoring (itm) on at the time of the incident. The device was also inspected prior to use without any issues noted.